Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that the lead was returned with bent and stretched helix. Torque transfers properly to the tip when the is-1 pin is rotated.

Event description:
It was reported that during implant, the helix of the right ventricular lead was stuck. The lead was not used, and a new lead implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.